Manufacturer narrative:
Visual inspection of the implants showed cement adhesion and bone interdigitation to the cemented surfaces of the femoral component and tibial base. Scratches were shown on both condyles of the femoral component. Damage was apparent to the articulating surface of the insert. Deformation was also noted on the lateral locking surface of the insert; this was likely due to removal from the tibial base. Based on the information provided, the cause of the patient's pain was undetermined.

Event description:
It was reported that a revision surgery was performed due to knee pain.

Manufacturer narrative:
.